Manufacturer narrative:
It was determined that this event is a duplicate event with 3007566237-2017-03136. To this end, all further information will be submitted under this report rather than 3007566237-2017-03136 if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the stimulation turning off was not determined; however, it was stated that no malfunction of the recharger was confirmed. It was also noted that the recharger was still in use as the health care provider (hcp) was unable to confirm if the stimulation was turning off. No further complications were reported/anticipated. It was determined that this event is a duplicate event with 3007566237-2017-03136. To this end, all further information will be submitted under this report rather than 3007566237-2017-03136

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator for dystonia. It was reported that the patient had visited outpatient claiming that the stimulation was turned off when the recharger was used to recharge the device. The recharger was scheduled to be replaced as possibility of product malfunction was considered. No surgical intervention had occurred and none was planned. The physician was not sure about the cause of the issue. Patient status was alive with no injury and the issue was not resolved at the time of report. Additional information was expected to be obtained 2017-jul-12. Additional information received 16 days later reported the patient continuously used the recharger but the physician had not confirmed the event. The patient originally had severe dystonia and the patient had subjective symptoms even when stimulation was on. A week later, it was confirmed the device was charged without any issues and that the stimulation had not turned off. The patient continued to use the recharger. No further complications were reported/anticipated.